Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hypoglycemia after a mis-announcement of meal size to the ilet system, with a ¿more than meal¿ announcement made when a smaller meal was consumed, and troubleshooting and education on correct meal announcements were provided. Symptoms included low blood glucose. Outcomes included transient functional limitation due to a low glucose event that required oral carbohydrate treatment. Investigation included complaint review and user education. Investigation of this case revealed user error related to incorrect meal size announcement and that glucose levels recovered after ingestion of oral carbohydrate. It was concluded that the device operated as designed and that the event resulted from incorrect use, with resolution after education on proper meal announcement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.